Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) found the sampling needle assembly had a partial clot. The fse replaced the sampling needle assembly and then performed adjustments so that the needle would not hit the side of the tube. The fse cleaned and checked all of the tubes and stator face, then cleaned the large syringe (syringe-l) axis screw, which had a lot of dirt build-up and lubricated it. The fse then proceeded to ran two (2) full primes and then ran quality controls, which passed. The customer ran 20 patient samples and no errors were noted. No further action was required by the fse. G8 instrument was functioning as designed. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error. Explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to a dirty syringe-l axis and clogged sampling needle assembly.

Event description:
On (B)(6) 2018, a customer reported getting 706 syringe-l error messages while running quality controls with the g8 instrument. The customer requested service in order to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.